Event description:
The customer reported an unexpected shutdown while monitoring a pt. This symptom could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.